Event description:
Tracheostomy care brush broke away from handle and lodged in proximal right mainstream bronchus; it extended up the trachea to within 2 cm of the distal tip of the trach. The pt's wife was performing trach care at home when this occurred. This brush is not intended for use inside the trachea.